Event description:
Health professional reported allegedly "we suspect...a leak in the band" of a lap-band device. Additional info from the reporter has been requested, but info has not been received.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report has not been returned as the device was not explanted. The reporter of the complaint was asked to provide the product serial number, date of event, and implant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."